Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse") and nausea ("nausea,"). The patient was treated with surgery (surgical removal of the device). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia and nausea outcome was unknown. The reporter considered dyspareunia, nausea and pelvic pain to be related to essure. The reporter commented: surgery was much more complicated than what would have been required of a tubal ligation. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse") and nausea ("nausea,"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia and nausea outcome was unknown. The reporter considered dyspareunia, nausea and pelvic pain to be related to essure. The reporter commented: surgery was much more complicated than what would have been required of a tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: impression: bilateral fallopian tube occlusion by essure devices. Most recent follow-up information incorporated above includes: on (B)(6) 2021: aka, reporter and lab data added from mr. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('severe pelvic pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse") and nausea ("nausea"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia and nausea outcome was unknown. The reporter considered dyspareunia, nausea and pelvic pain to be related to essure. The reporter commented: surgery was much more complicated, than what would have been required of a tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013, impression: bilateral fallopian tube occlusion by essure devices. Most recent follow-up information incorporated above includes: on (B)(6) 2021, aka, reporter and lab data added from mr. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse") and nausea ("nausea,"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia and nausea outcome was unknown. The reporter considered dyspareunia, nausea and pelvic pain to be related to essure. The reporter commented: surgery was much more complicated than what would have been required of a tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: impression: bilateral fallopian tube occlusion by essure devices. Most recent follow-up information incorporated above includes: on 22-apr-2021: aka, reporter and lab data added from mr. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse") and nausea ("nausea,"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia and nausea outcome was unknown. The reporter considered dyspareunia, nausea and pelvic pain to be related to essure. The reporter commented: surgery was much more complicated than what would have been required of a tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: impression: bilateral fallopian tube occlusion by essure devices. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-nov-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.